Event description:
Patient was revised because of dislocation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices and x-rays associated with this report were not returned. A depuy (B)(4) supplier reviewed the device history records and found the products conformed to the required specifications and found no manufacturing deviations or anomalies. A search of the complaint database found no additional reports for both of the reported part and lot number combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix c. Territory office communicated no additional information is available. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated.